Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the 23g laser probe would not fit properly through the 23g trocar. It was too big.

Manufacturer narrative:
Additional information provided. The 23 gauge illuminated flex curved laser probe was manufactured on october 25, 2017. There were 2196 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).